Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was exchanged for another lens model 5 months following the initial procedure. Clinical reason for explant was mentioned as bcva 20/40 and lens malfunction.additional information has been requested.

Manufacturer narrative:
The product was not returned. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was indicated to be an atiol. The specific model/diopter were not provided. Due diligence has been performed in an attempt to obtain further information on this event. The reporter (facility) has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).